Event description:
The tubing is leaking and insulin is going out of the tubing instead of going into her body. As a result, her blood sugar readings have been 503, 467, 499 and 519. Dose, frequency and route used: use as directed as needed.